Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The seal was removed/broken. The top case was chipped and cracked. The bottom case was contaminated, battery was missing, dow pin is not in correctly, lead screw and both clutches were worn. There was a force sensor background test in event history log. The technician performed multiple flow and occlusion tests and inspection; however, the reported event was not duplicated. The root cause of the reported issue is not determine. The force sensor and plunger cable were replaced as a preventative measure. D4 unique identifier is unknown. No product informationhas been provided to date.

Event description:
It was reported that a force sensor background test occurred. No patient injury was reported.